Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached from the cannula housing. The blood glucose level was 170 mg/dl and he did noticed damage when the package was first opened. No further information available.